Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a unknown call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: there were several call service (cs 064) alarms observed in the black box; however, the data from the date of the complaint was overwritten due to continued use of the device. The pump powered on correctly and there was no power interruption during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.